Event description:
During biomed testing, the device displayed " pacer fault 117" and "bridge test fail" messages. Complainant indicated that there was no patient involvement in the reported malfunction.